Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system (lot: 10286991). Patient had a history of right bundle branch block (rbbb). No calcification from the annulus to the subvalvular to left ventricular outflow tract. At 50% deployment of the valve, the patient developed complete atrioventricular heart block. The valve was implanted at a depth of non-coronary cusp (ncc): 3mm, left coronary cusp (lcc): 6mm. Patient left the operating room with temporary pacing. The next day (B)(6) 2024, a permanent pacemaker was implanted. The patient was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported unexpected medical intervention and surgery are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.